Event description:
Facility reports the following: dr while performing av fistula dilatation experienced circumferentially balloon rupture. Inflation device was used, however, atmospheres used are unknown. Post-rupture, the balloon was separated in two pieces. The access site was enlarged and the remaining portion of the balloon was retrieved using forceps. The av fistula dilation was successful and the patient suffered no adverse sequelae due to this event.